Event description:
It was reported that during the implanting procedure, the lead's helix would not extend. Another lead was implanted but that helix also would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The lead was returned with the mcrd (monolithic controlled release device)/white part at the lead tip which was deformed. However, the helix extension/retraction turned within specification. The visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.